Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: zimmer biomet unknown left fossa catalog #: ni lot #:ni, zimmer biomet unknown left mandible catalog #: ni lot #:ni, zimmer biomet unknown right mandible catalog #: ni lot #:ni. Foreign source: south africa. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00277, 0001032347-2022-00279, and 0001032347-2022-00280.

Event description:
It was reported that the patient underwent a bilateral tmj replacement surgery on an unknown date. Subsequently, the patient will undergo a revision procedure for an unknown reason. However, no revision has been reported to date. Attempts have been made and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.